Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while still in the sterile packaging, the surgeon was having difficulty adjusting the device to the appropriate settings. It was stated the setting ¿ended up between.¿ the device was replaced.

Manufacturer narrative:
The returned valve was contained within the sealed product tray. All performance levels could be set with a single attempt, and the valve did not spontaneously change levels during the course of analysis. Therefore, the conditions of this complaint could not be verified by laboratory personnel. All valves are 100% tested at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the device was not adjusted on a metal table. In addition, the adjustment tool was moved the appropriate distance away when reading the valve. The alignment of the adjustment tool and valve was maintained when in close proximity.